Manufacturer narrative:
Device analysis report indicated device failure. This report is submitted on october 30, 2023.

Event description:
Per the clinic, open circuits were noted on nineteen electrodes. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on sep 04, 2023.